Manufacturer narrative:
The customer reported the bsm (bedside monitor) will not take a blood pressure. The device pumps up and continues to pump but will not take a pressure. Nibp is set for an adult. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the bsm (bedside monitor) will not take a blood pressure. The device pumps up and continues to pump but will not take a pressure. Nibp is set for an adult.

Manufacturer narrative:
We still have not received the serial number for the reported device. However, the (B)(4) (input box attached to the bsm) was returned, evaluated and the reported problem was duplicated. While trying to perform nibp, the unit timed out and gave the message "can not detect pulse". The entire nibp pcb was replaced to resolve the issue. The input box was repaired and returned to the customer.